Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available. G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reported a fracture at the collar of the implant at tooth site #36. Implant was removed. Pain and edema were reported as a result of the event.